Event description:
Complainant alleged that the clinicians were analyzing the heart rhythm of a patient, who was in a cardiac arrest. Upon the clinicians arrival, the patient was apneic and had no pulse. The patient's heart rhythm was analyzed, with the device in semi-automatic mode. The device gave a "shock advised prompt, and the patient was administered a 300 joule shock. The patient's heart rhythm then reduced to approximately 100 beats-per-minute, and the patient started perfusing. Subsequent to the event, the physician reviewing the event indicated that the device gave a "shock advised" prompt to a heart rhythm that was neither ventricular fibrillation or ventricular tachycardia. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.